Event description:
The biomedical engineer (bme) reported that the g9 monitor was actively monitoring a patient when the display went blank, displaying the nihon kohden writing/logo. When the bme docked a bsm-1700 into the g9 monitor, the bsm-1700 displayed an "unsupported host monitor version" error message. When trying to reboot the g9 monitor into the deep settings, it went into a boot loop without pressing the power button. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor was actively monitoring a patient when the display went blank, displaying the nihon kohden writing/logo. When the bme docked a bsm-1700 into the g9 monitor, the bsm-1700 displayed an "unsupported host monitor version" error message. When trying to reboot the g9 monitor into the deep settings, it went into a boot loop without pressing the power button. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. The device was evaluated by nk's repair center, and the complaint was duplicated. The root cause of the issue was a circuit board failure. The circuit board was replaced to resolved the issue. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor. However, not all details of the device have been provided: bedside monitor (bsm): model #: bsm-1700 series, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes, h11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor was actively monitoring a patient when the display went blank, displaying the nihon kohden writing/logo. When the bme docked a bsm-1700 into the g9 monitor, the bsm-1700 displayed an "unsupported host monitor version" error message. When trying to reboot the g9 monitor into the deep settings, it went into a boot loop without pressing the power button. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/16/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 05/21/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor. However, not all details of the device have been provided: bedside monitor (bsm): model #: bsm-1700 series. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that the g9 monitor was actively monitoring a patient when the display went blank, displaying the nihon kohden writing/logo. When the bme docked a bsm-1700 into the g9 monitor, the bsm-1700 displayed an "unsupported host monitor version" error message. When trying to reboot the g9 monitor into the deep settings, it went into a boot loop without pressing the power button. There was no patient harm reported.